Manufacturer narrative:
A field service engineer (fse) visited the customer site. The customer reported that bed l471 went into paroxysmal atrial tachycardia (pat) (went to 160''s) on (B)(6) 2025 at 3:13 pm and did not alarm. The fse reviewed the clinical audit trail and determined that the system is performing correctly. Bed l471 alarmed to patmgtelesurv4n and mgteleovr4n on (B)(6) 2025 at 15:14:09 and ended on 15:07:09. It shows that the yellow banner for it was cleared on mgtelesurv4n over an hour later at 16:26:14.

Event description:
It was reported that the patient went into paroxysmal atrial tachycardia and an alarm was not generated; however, it was indicated there was no delay or patient impact. Remote engineering reviewed the clinical audit logs, revealing the system was performing as intended.